Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that probably within the last 6 months they noticed that the ins "seemed like it wasn't holding the programming" and they couldn't feel the stimulation as well. The patient mentioned that they received a letter from the company about a month ago suggesting that they have their ins checked by their hcp since they've had it implanted for 3 years. The patient has an appointment with their hcp tomorrow, and the hcp asked the patient to bring the letter. However, the patient could not find the letter. Agent reviewed the reason the letter was sent out. The patient was redirected to their hcp to further address the issue. The patient also mentioned that they had a problem with the therapy last year so they increased their "program" a couple of times. The patient added that they lost a lot of weight since implant date and had weight loss surgery in (B)(6) 2022. The patient thought the weight loss surgery might have impacted the ins, but the patient did not elaborate on that.